Manufacturer narrative:
There were no ECG strips or event summary available for review by philips. The device was evaluated by a philips field service engineer (fse). The philips fse was unable to confirm or reproduce the reported issue. The fse did not replace any parts. The device passed all performance assurance tests. The heartstart xl instructions for use (IFU) describes the steps to deliver synchronized cardioversion in the chapter "performing synchronized cardioversion", including that "it is important to continue to hold (or the paddle buttons) until the shock is delivered after passing all performance assurance tests the device was returned to service. Philips is unable to determine the cause of the reported symptom as it could not be reproduced. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
Philips requested additional information related to this event which occurred in a ¿surgical area¿. The patient was being cardioverted for an atrial flutter rhythm. The physician reported that a 4th sync shock was attempted but the device did not respond. It was reported that there was no patient response to the 4th attempted shock.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a user delivered three consecutive therapy shocks but "the 4th time xl didn't delivered anymore shocks". It was reported that the patient "finally was cardioverted and after reach stable condition was moved into ICU box". It is not known whether the cardioversion shock was delivered with the same device or a different device.